Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip, a scratched lcd window and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report an alarm error. Blood glucose reading was 323 mg/dl. Customer stated the insulin pump was dropped the previous evening. Customer noted that the drive support cap is protruded during visual inspection. Advised customer that the insulin pump will be replaced. Nothing further reported.